Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was frozen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) attempted to do the repair by performing preventative maintenance on the sternal saw.